Manufacturer narrative:
(B)(4). The customer service engineer(cse) confirmed the customer's stated issue. All calibrations, sst, est and a performance verification were performed and met the manufacturer's specifications at the time of service.

Event description:
It was reported that during patient use, the ventilator was inoperable. No patient harm was reported. There is no report of death or serious injury associated with this event.